Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a cracked tooth and a gum condition told to them by their dentist. They were also told that they are not a candidate for aligners of this type. They have a note from their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.